Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) developed a hernia, and the reservoir popped through the hernia. A surgical procedure was performed to fix the hernia and to place a new reservoir. No further patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cylinders/pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported migration and the reported patient symptom of hernia are known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Concomitant product UDI for cylinders/pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported migration and patient symptom are a known risks associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) developed a hernia, and the reservoir popped through the hernia. A surgical procedure was performed to fix the hernia and to place a new reservoir. No further patient complications were reported.